Manufacturer narrative:
(B)(4).

Event description:
Luer hub of distal lumen detached during nursing care process. The catheter had been used for 4 days.

Event description:
Luer hub of distal lumen detached during nursing care process. The catheter had been used for 4 days.

Manufacturer narrative:
(B)(4). Customer provided one photo for this investigation. Photo was of the catheter observed to be missing its hub on the distal extension line. Customer returned a 3-l catheter for evaluation. Visual inspection of the returned catheter revealed the distal extension line luer hub was separated from the catheter. Visual and microscopic examination revealed the point of separation on the extension line was rough and jagged. Visual examination of the luer hub could not be performed as it was not returned for investigation. The outer diameter of the extension line measured to be 2.19mm which is within specifications. The inner diameter of the extension line measured to be 1.42mm which is within specifications. Dimensional inspection of the distal luer hub could not be performed as it was not returned. A manual tug test confirmed the proximal and medial extension lines were properly secured within the luer hubs. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested" the customer report of extension line/luer hub separation was confirmed by complaint investigation. The extension line body was discolored and slightly flared and was rough and jagged. The sample passed all relevant dimensional testing and a device history record review was performed based on sales history with no relevant findings. Because the luer hub was not returned for evaluation, the probable root cause could not be determined based on the sample received. Teleflex will continue to monitor and trend for complaints of this nature.